Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device reported an elevated heart rate with little activity. The patient also reported that their heart rate dropped suddenly during activity. Boston scientific technical services discussed potential causes and programming options with the patient. There were no adverse patient effects reported. The device remains in service.